Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported torn shaft could not be determined; however, the reported activation failure of the stent appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The 3.0x23mm xience skypoint stent delivery system could not be implanted as the shaft was observed to be torn. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.